Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was showing "suspect unspecified pacer failure" during an electrocardiogram. The device could not be interrogated as the device had reached end of service (eos) and was pacing at nominal settings. A device changeout is expected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.